Event description:
It was reported by service report that left siderail spring was missing causing the siderail to latch intermittently. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.